Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("my pain was on my right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("my uterus was the size of a 10 week pregnant woman"), hot flush ("hot flashes") and ovarian enlargement ("my ovary was 3x the size it should be, and pathology said it was precancerous"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine enlargement, hot flush and ovarian enlargement outcome was unknown. The reporter considered hot flush, ovarian enlargement, pelvic pain and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain, uterine enlargement, hot flush, ovarian enlargement. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("my pain was on my right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("my uterus was the size of a 10 week pregnant woman"), hot flush ("hot flashes") and ovarian enlargement ("my ovary was 3x the size it should be, and pathology said it was precancerous"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine enlargement, hot flush and ovarian enlargement outcome was unknown. The reporter considered hot flush, ovarian enlargement, pelvic pain and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain, uterine enlargement, hot flush, ovarian enlargement quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-apr-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.